Event description:
Procedure type: gastric bypass. According to the reporter: the device stopped working during the case. The instrument would no longer activate. There was no cutting and no cautery.

Manufacturer narrative:
(B)(4).